Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the UDI-di information on 50 bd angiocath plus¿ IV catheter labels was incorrect. The following information was provided by the initial reporter, translated from korean: "the UDI-di information on the label attached to the actual product and the UDI-di information on the integrated information system are inconsistent... Rcc reviewed the supporting evidence, and this complaint is not about the registration issue, it is about the incorrect product label of UDI-di number for shelfpack pack unit."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of label content incorrect was confirmed upon inspection of the photos. Analysis of the photos showed that the last digit of the UDI-di barcode was incorrect. The check digit was observed to be a ¿6¿ when it should be a ¿2¿. Bd determined that the cause of the failure was associated to out labeling process. The labeling printer is coded to print specific information onto product packaging, and it is believed that during some trouble shooting the contents of the code were accidentally changed, resulting in the labeling error. An action plan has been created to help prevent this failure mode in the future. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch is the only batch affected by this error in printing. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the UDI-di information on 50 bd angiocath plus¿ IV catheter labels was incorrect. The following information was provided by the initial reporter, translated from korean: "the UDI-di information on the label attached to the actual product and the UDI-di information on the integrated information system are inconsistent... Rcc reviewed the supporting evidence, and this complaint is not about the registration issue, it is about the incorrect product label of UDI-di number for shelfpack pack unit."